Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. After secondary review of the file, mentor became aware that the following information was omitted from the previous supplemental report. This report has been updated to include required intervention and patient code 3191 (no code available) for medical device removal. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown device evaluation summary: during visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 1.5 cm was also observed within the crease/fold. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 5526306 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-sep-2019, mentor received additional information that the patient was scheduled to undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 700cc mentor memorygel breast implant and experienced postoperative bilateral rupture and bilateral capsular contracture (baker grade unknown). The rupture was discovered by mammogram, and capsular contracture was confirmed in office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left-sided implant, refer to manufacturer report number 1645337-2019-16914 for the contralateral device.